Event description:
"Regarding neotech neolead ECG [electrocardiogram] electrodes: while EKG [electrocardiogram] leads on baby, EKG wire came apart/disconnected from the patch. Monitor was beeping and reading a question mark for the heart rate and respiratory rate. Opened infants clothing to notice patch still stuck on to baby's chest but wire disconnected and laying against abdomen on skin. Lead removed from infant, wire unplugged from monitor, and new electro applied. This has actually happened several times in the past couple of months to me and my coworkers, where we just come upon broken off leads like this. "